Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/24/2013 with the following findings: the pump total daily dose history showed dates going (B)(6) 2013 to (B)(6) 2013 through (B)(6) 2013, then to (B)(6) 2013. The total daily dose appeared inaccurate in the history due to inconsistent time and date. A 29 hour flow accuracy test was performed and was found to be delivering within specifications. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Also unrelated to the complaint, the battery compartment was found to be cracked.

Event description:
The patient contacted animas on (B)(6) 2013 reporting elevated blood glucose levels due to menstrual cycle. The reporter stated that blood glucose levels elevated to 460 mg/dl with headache, chest pain, and difficulty breathing. The patient indicated that blood glucose levels were usually elevated during the course of menstrual cycles often going over 300 mg/dl. The patient reported being on a back up treatment plan at the time of the event due to an unrelated priming issue on the pump. This report is made based on the allegation that the patient experienced hyperglycemia after disconnecting from the pump for a product issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The patient attributed the elevated blood glucose event to natural blood glucose fluctuations from menstrual cycle, however, it is unclear at this time if the patient's use of a back up treatment plan due to a product issue may have contributed to the patient's elevated blood glucose event. No conclusions can be made at this time.